Manufacturer narrative:
Site confirmed there was no patient injury involved. Service was unable to duplicate issue. The device history record confirms that the product passed and met all requirements before releasing. Due to the site reporting the device firing on its own, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the vectus was firing even when the foot pedal and trigger was not in use.